Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump may be over delivering insulin. Caller also stated that the carelink report showed a bolus was administered that was not programmed. Blood glucose level at the time of the incident was 77 mg/dl, which was treated with food and glucose tablets. Blood glucose level at the time of the call was 137 mg/dl. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.